Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/03/2014 with the following findings: a leak test was performed on the pump and failed due to a display lens leak. The pump case was removed and evidence of moisture ingress was found throughout the pump interior. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the keypad cover was found to be peeling at the ok button. The keypad cover was removed and no evidence of moisture or contamination was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.